Manufacturer narrative:
No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Event description:
It was reported that the patient was unable to wean from the right ventricular assist device (rvad) and was placed on the urgent transplant list. They were transplanted from the urgent list on (B)(6) 2025. The device was working as expected.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was unable to wean from the right ventricular assist device (rvad) and was placed on the urgent transplant list. The rvad was placed following implant as they developed acute respiratory distress syndrome (ards) and went onto veno-venous extracorporeal membrane oxygenation (vv ECMO). As the patient was recovering, they developed worsening right heart failure (rhf), which required the transition from vv ECMO to paracorporeal rvad implantation on (B)(6) 2025. The rvad was placed due to right ventricular (rv) dysfunction. On (B)(6) 2025, the chest we re-opened for evacuation of a large retro sternal clot. The site was unsure of the manufacturer of the rvad. The right heart failure existed pre-left ventricular assist device (lvad) implantation. They had a moderately dilated rv with moderate systolic dysfunction impairment, which improved with increasing inotrope support (pre-lvad). The device did not cause or contribute to the rv failure, but very afterload sensitive and difficulty managing high central venous pressure (cvp). The patient presented with increased reliance on vasodilators and inotropes. They were treated with dobutamine, nitric, milrinone, and hydralazine. The patient had recurrent low flow alerts on the lvad. They were presumed to be afterload sensitive on (B)(6) 2025 with a target mean arterial pressure (map) between 60 and 65. Albumin and ns on (B)(6) 2025 to optimize preload with good effect. A transthoracic echocardiogram (tte) and ramping study were performed on (B)(6) 2025. Cvp was up to 20-30s with rpm 4300-4500. The patient was stable on 4400 rpm and flow of 3.3 l/min. A tte was performed on (B)(6) 2025 with lvad titration. The patient did not tolerate increase nor decrease in lvad speed from 4400 as they had poor rv function with either. They were transplanted from the urgent list on (B)(6) 2025 as the rv failure did not resolve. Secondary issues were acute renal failure and coagulopathy related mediastinal bleeding. The patient required renal dialysis and takeback to the theater for mediastinal washouts. The device was working as expected and would not be returning.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6) and the reported events could not be conclusively established through this evaluation. It was reported that heartmate 3 lvas, serial number (B)(6), was not returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU and the heartmate 3 lvas patient handbook, document are currently available. Section 1 of this document lists adverse events, including right heart failure, respiratory failure, arterial non-central nervous system (cns) thromboembolism, renal dysfunction, and bleeding that may be associated with the use of the heartmate 3 left ventricular assist system. Section 1 of this IFU, ¿introduction¿, provides an explanation of pump parameters, including flow. This section explains that pump flow is a calculated value that is estimated based on pump power. Section 4 of the IFU, ¿system monitor¿, provides information about the pump flow display and the low flow hazard alarm condition. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow. This section also notes that, in general, the magnitude of the pi value is related to the amount of assistance provided by the pump. Higher values indicate more ventricular filling and higher pulsatility (i.e., the pump is providing less support to the left ventricle). Section 6, ¿patient care and management¿, also lists thromboembolism as a potential late postimplant complication. Additionally, this section, under ¿anticoagulation¿, provides the recommended anticoagulation regimen, including inr values, as well as suggested anticoagulation modifications. Section 6 "patient care and management" (under "right heart failure") discusses the potential development of right heart failure following implant and outlines the associated treatment options, including inotropes and right ventricular assist device (rvad) placement. Section 6 (under caution!) States: "right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the lvas due to reduced filling of the pump." Section 7 of the IFU, ¿alarms and troubleshooting¿, describes alarm conditions (including the low flow hazard), as well as the appropriate actions associated with them. Section 5 of the patient handbook "alarms and troubleshooting" outlines system controller alarms, as well as how to respond to each alarm condition. This document instructs the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. No further information was provided. The manufacturer is closing the file on this event.